Event description:
There was an allegation of a discrepant cobas® mpx (192t) result from the cobas 6800 analyzer for two pooled samples. On (B)(6) 2026, initial pooled sample ID: (B)(6) (plasma) generated a reactive result for hbv (CT 38.04). All other targets (hcv and hiv) were non-reactive. On (B)(6) 2026, the same plasma sample was repeated with pool sample ID: (B)(6) and generated all targets (hbv, hcv, and hiv) were non-reactive. On (B)(6) 2026, the same plasma sample was repeated with pool sample ID: (B)(6) and generated all targets (hbv, hcv, and hiv) were non-reactive. On (B)(6) 2026, the same plasma sample was repeated with pool sample ID: (B)(6) and generated all targets (hbv, hcv, and hiv) were non-reactive. On (B)(6) 2026, initial pooled sample ID: (B)(6) (plasma) generated a reactive result for hbv (CT 37.82). All other targets (hcv and hiv) were non-reactive. On (B)(6) 2026, the same plasma sample was repeated with pool sample ID: (B)(6) and generated all targets (hbv, hcv, and hiv) were non-reactive. On (B)(6) 2026, the same plasma sample was repeated with pool sample ID: (B)(6) and generated all targets (hbv, hcv, and hiv) were non-reactive. On (B)(6) 2026, the same plasma sample was repeated with pool sample ID: (B)(6) and generated all targets (hbv, hcv, and hiv) were non-reactive.

Manufacturer narrative:
The cobas 6800 serial number was (B)(6). The investigation indicated no product-related issues were identified. The available data for the production pools were reviewed, and the pcr raw data showed no evidence of an incorrect hbv result in the corresponding detection channel. The discrepant results were consistent with a very low viral load, near or below the assay's limit of detection (lod). Contamination cannot be excluded and appears to be the most likely root cause.